Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed for air alarm occurrences, but no air volume alarm was recorded. Therefore data is insufficient to confirm the described issue. The reported device was sent to brézins for investigation. Several tests related to air detection were carried out with the air setting already programmed in the device. It is to be noted that this air detection setting has been modified since manufacturing from 500l to 1000l. Still tests performed as expected and within device specifications. The reported event could not be reproduced. Nothing was detected during internal visual check of the air sensor sub-assembly. No technical or functional cause could be identified for this event as the device worked as intended during testing. To our knowledge this complaint is not related to patient safety. This complaint is not valid. No action was initiated for this issue as per our local procedures.

Event description:
Air bubble detection is not working.